Manufacturer narrative:
Pt weight was not provided by the hospital. RMA issued for communication cable. Investigation shows the cable passed a continuity test with no opens or shorts detected. The cable is in good condition with no obvious physical damage. No problem found. A medtronic ent rep replaced the cable. No further issues reported.

Event description:
A nurse called in during an ent surgery, reporting intermittent tracking while using the landmarx element. The nurse requested help to walk through registration of landmarx ent, reporting she had blue status on her probe. A medtronic rep walked through troubleshooting, turning camera on and properly re-booting the system. The site was using the env head tracker and ent reg probe. The camera went to gray status during the registration process but were able to register the pt by tracer. The surgeon opted to continue the surgery with the use of the navigation system. There was no impact on the pt outcome.